Manufacturer narrative:
(A2) age at time of event: 18 years or older. (E1) initial reporter city: (B)(6). Device evaluated by MFR: received a symmetry device. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was present in the balloon which is indicative of a leak.the balloon was attached to an encore inflation device, subjected to positive pressure and liquid was observed to be leaking from a balloon pinhole located 17mm proximal from the distal tip. An examination of the balloon material and the tip region identified no issues which could potentially have contributed to this complaint. A visual and tactile examination identified a shaft kink 9mm distal from the distal end of the hub. A visual examination identified no issues with the tip of the device that could have contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a shunt in the left hand. A 3.5-10/4t/90 symmetry balloon catheter was advanced for dilatation. However, during inflation at nominal pressure for a few seconds, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported.

Manufacturer narrative:
Age at time of event: patient is 18 years or older. (B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a shunt in the left hand. A 3.5-10/4t/90 symmetry balloon catheter was advanced for dilatation. However, during inflation at nominal pressure for a few seconds, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported.